Event description:
The customer reported that the system kvp/ma was increasing to maximum during exposure which would cause a loss of x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane circuit board was reseated. The system was then found to be operating as intended.